Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer states the patient was transferred from a previous hospital and had blood removal failure, however the catheter was connected the opposite way to continue. A radio-focus guide wire was inserted but it was suspected not to be inside the blood vessel. The catheter tip was confirmed to be covered by thrombus or a blood vessel wall and it appeared to be dialyzing from the side holes. The catheter was removed and there was no harm to the patient.